Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual examination of the returned device. Visual inspection identified signs of repeated use (nicked and gouged) and is fractured on the lateral side of the post. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial broke during trialing of knee.